Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in a needle mechanism failure. Although no problem was found with the device, it could not be determined when the needle deployed, and the cause of the reported needle mechanism failure could not be determined. The cannula measured the correct full length according to specification and did not appear damaged. No damage was seen to the bottom housing or environmental seal that would prevent the needle from deploying as intended, however the cause of the reported event could not be determined. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. Timeouts were observed in the download data. The cause of the timeouts could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose level reached 412 mg/dl. The pod was worn between 1 and 4 hours. It was noted that the pink slide did not move forward; the cannula did not insert properly and was bent. No information was provided on how the hyperglycemia was treated.